Manufacturer narrative:
D10 concomitant product: lxmj37s, maryland xp inline sealer/divider 37cm (lot#51600289x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the device, there was inadequate or partial sealing, with evidence of energy delivery and end tones heard. After approximately 1.5 hours of successful use and several good seals, the sealing cycle became incomplete. The issue occurred while sealing a thin layer of tissue approximately 3-4 millimeters thick. Additionally, a device error indicated that the maximum number of uses had been reached. The jaws were cleaned when eschar was present. No patient complications were reported as a result of this event.

Event description:
It was reported that during a procedure using the device, the device had inadequate or partial sealing, with evidence of energy delivery and end tones heard. There was re-grasp alert. After approximately 1.5 hours of successful use and several good seals, the sealing cycle became incomplete. The issue occurred while sealing a thin layer of tissue approximately 3-4 millimeters thick. Additionally, a device error indicated that the maximum number of uses had been reached. The jaws were cleaned when eschar was present. The issue was isolated to the handpiece. There was another handpiece used with the same generator and it worked fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, g3 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.